Manufacturer narrative:
Follow-up # 1 date of submission 05/06/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:the data from the black box history and pump history for the date of the complaint was overwritten due to continued use. There were no call service alarms recorded in the pump. No alarms occurred during investigation. The pump case was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a call service alarm. Reportedly, the user dropped the battery cap during troubleshooting and was not able to locate it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.